Event description:
It was reported that the balloon did not inflate and the balloon could not maintain inflation. No pt complications were reported.

Manufacturer narrative:
The device was returned and evaluated. Examination revealed that the balloon inflated but did not maintain inflation due to leakage from a small slit that entered the inflation lumen. The slit, about .01 inches, located near the distal end of the thermal filament. The balloon latex appeared intact.